Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the force amplifier. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was also found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin was found still attached to the distal end but protruding out from the grips. Grips and other components adjacent to the dislodged pin do not show damage. The complaint regarding frayed wires at the hinge and a protruding screw below the instrument tips was confirmed by failure analysis.

Event description:
It was reported that the prograsp forceps instrument had fraying wires as the hinge. Additionally, the instrument was also noted to have a protruding screw right below the instrument tips. There was no reported injury.